Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was completely off and had blank display. Customer¿s current blood glucose was 8.1mmol/l. Customers stated that they are unable to performed self test as insulin pump turned back off. Customer mentioned that display did return as battery cap was replaced but customer also noticed that another insulin pump was turned on with the original battery cap. Customer advised to discontinue use of the pump and revert to a back up plan. Insulin pump will be return for analysis.